Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified that the device had been in for service in the past one year with the most recent made on 13-may-2025. The customer problem was not confirmed therefore the device was returned to the customer without repair.

Event description:
It was reported that the device exhibited a high flow rate error occurred. The event occurred during patient use at the patient's home. There was no patient involvement.